Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that users had reported leaking occurred at the connection between a syringe and the needleless connector. No patient harm was reported.